Manufacturer narrative:
(B)(4). Assumed the 1st day of month that the complaint was reported. Batch # unknown. User facility medwatch (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please describe how the device tore the rectum? . - the ils 25 mm stapler was passed through the anus and advanced up to the transverse rectal staple line. The trocar was brought out at the midpoint of the transverse rectal staple line and the proximal anvil was placed on the distal trocar and the stapler was fully closed and fired under direct visualization. The stapler was opened and removed. Both anastomotic rings were noted to be intact. A bowel clamp was placed on the colon proximal to the anastomosis and the pelvis was filled with warm saline solution. Proctoscopy revealed no air leaks to be present. The bowel was pink and healthy in appearance at the anastomosis and the lumen is widely patent palpation. There was no tension on the anastomosis. Reinspection of all areas of dissection revealed hemostasis to be present. Gowns and gloves were changed, the patient was redraped and a closing table was utilized. The fascia was closed with a running double-stranded #1 pds stitch. Subcutaneous tissues were irrigated with saline solution and hemostasis was achieved with electrocautery. The dermis was reapproximated with interrupted 3-0 vicryl stitches. The midline skin wound was closed with skin staples leaving 1 cm gaps between 3 cm closures to allow for drainage in preparation for a wound vac placement. The port site wounds were closed with skin staples. Was there any patient consequence as a result of the procedure being prolonged by three hours? - yes, she required an extended post surgical recovery from the anesthesia. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. - yes, patient was discharged to long term acute care facility for two months. What is the current status of the patient? - at time of discharge patient was without fevers or any pain complaints. She denied nausea and vomiting. She was tolerating her consistent carbs diet without problems. She was passing stool. She says she was feeling stronger. What were the indications for surgery? Diverticula of large intestine with perforation and abscess without bleeding. What was the patients age? (B)(6). What was the patients bmi? 34.75 the operative note provided does not provide specific information regarding the torn rectum. Was there a previous firing that led to a rectal tear as previously reported? Yes. Please confirm why the surgeon believes the device cause or contributed to the rectal tear? When the stapler fired it tore the rectum where was the rectal tear? When was the rectal tear identified? Proctoscopy revealed a large air leak which on inspection was a 2 cm x 4 cm rent in the left lateral sidewall of the rectum distal to the staple line. A green contour stapler divided the rectum just distal to the rent in that segment was inspected on the back table which revealed the rent to continue beyond that staple line. Another fire of the contour stapler about 4 cm distal to the previous staple line allowed removal of that segment of rectum and on upon opening at that specimen no further wall injury was noted. The rectum was further mobilized down to the level of the levators with cautery dissection in the presacral space and then lateral stalks were divided with cautery. The pelvis was packed. Inadequate length was present to undertake an anastomosis from the sigmoid to the rectum and hence the splenic flexure was mobilized. The midline incision was extended up to midpoint between the xiphoid and umbilicus. A larger alexis wound protector was placed. The greater omentum was separated from underlying transverse colon beginning at mid transverse colon and working distally. That segment of omentum due to his bulkiness from fibrosis and inflammation was discarded. The flexure was mobilized with cautery dissection working proximal and distal to the flexure until the colon was fully mobilized. The remaining sigmoid mesentery and distal descending colon mesentery's were divided between clamps at the bases and ligated with 0 vicryl ligatures. There was now adequate length to undertake in a tension-free anastomosis. The proximal colon was mobilized from the upper abdomen and was surrounded by moist laparotomy pads. The tlc staple line was excised with electrocautery allowing placement of an ils 25 mm stapler anvil into the lumen brought out through a separate stab incision about 6 cm proximal to the opening in the colon. The colon was closed with a tlc 75 mm stapler. The shaft of the stapler anvil was secured to the colon wall with a pursestring 3-0 vicryl stitch. Several bleeding sites along the stapled closure line were controlled with interrupted figure-of-eight 3-0 vicryl stitches. The abdomen and pelvis were irrigated with 3 l of warm saline solution and aspirated dry. Inspection of the pelvis revealed some mild oozing present and that was controlled with thrombin-soaked gelfoam. The pelvis was filled with warm saline solution and proctoscopy revealed no air leaks to be present. Inspection of the pelvis and presacral space revealed hemostasis to be present. The ils 25 mm stapler was passed through the anus and advanced up to the transverse rectal staple line. The trocar was brought out at the midpoint of the transverse rectal staple line and the proximal anvil was placed on the distal trocar and the stapler was fully closed and fired under direct visualization. The stapler was opened and removed. Both anastomotic rings were noted to be intact. A bowel clamp was placed on the colon proximal to the anastomosis and the pelvis was filled with warm saline solution. Proctoscopy revealed no air leaks to be present. The bowel was pink and healthy in appearance at the anastomosis and the lumen is widely patent palpation. There was no tension on the anastomosis. Reinspection of all areas of dissection revealed hemostasis to be present. Gowns and gloves were changed, the patient was redraped and a closing table was utilized. The fascia was closed with a running double-stranded #1 pds stitch. Subcutaneous tissues were irrigated with saline solution and hemostasis was achieved with electrocautery. The dermis was reapproximated with interrupted 3-0 vicryl stitches. The midline skin wound was closed with skin staples leaving 1 cm gaps between 3 cm closures to allow for drainage in preparation for a wound vac placement. The port site wounds were closed with skin staples. A prevena wound vac was placed. The patient tolerated the procedure well and was taken to the recovery room in stable condition. What was done to address the rectal tear? Was the post-op care altered in any way due to the device? The surgery was extended by three hours causing an extended time in recovery room. Was it pre-planned that the patient was to be discharged to a long-term facility? It was not preplanned that the patient would be discharged to long term care. Was the patient discharged to the long-term facility based on the surgery/device issue? No. Why was the patient discharged to the long-term facility? Need for continued antibiotics - omnicef oral 300 mg bid x10 days. Flagyl 500 mg po tid x10 days. Diflucan 200 mg po bid x10 days - (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 04/15/2020. D4: batch # t5d86v. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.